Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please clarify if the suture was found broken upon opening the package or was breakage during use on the patient. The product was damaged when opened and used. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the part of plastic and suture was not fixed. The product was damaged when opened and used. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product code was returned to ethicon for evaluation. One pds suture outside its cannula was received for analysis. Product code ez10. During the visual inspection of the returned sample, the suture was examined and no anomalies or issues related to breakage could be observed. The product code ez10 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The following information was requested, but unavailable: - please clarify if the suture was found broken upon opening the package or was breakage during use on the patient =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? -?=>the device has been received at sukagawa and will be shipped. Please check rmao.please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)=>n/a.